Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
"Patient with pancreatitis was placed on ecls (extra corporal life support) with cardiohelp. The circuit failed and the customer expected to see a large clot but nothing was visible when they inspected the set. Had to perform CPR (cardiopulmonary resuscitation) while switching out the set. Death not attributed to device. Date of death unknown." Additionally, when asked what they meant by "the circuit failed" they said that it stopped oxygenating the patient. They also said they expected to see large clots in the system when they discontinued use, but they were not able to observe any.

Manufacturer narrative:
Approx 2 product samples were returned with reference on this complaint. The sales person was not able to get any information which of those 2 samples were referencing on the complaint. Based on the incident protocol provided by the customer it was determined that the date of event most probable was (B)(6) 2016 as the po2 was 105. Also based on the same protocol most probable only one oxygenator was involved in the incidence. It was unfortunately not possible to obtain any further information from the customer. Serial number (B)(4): during rinsing of the product for cleaning purposes a leakage caused by a crack at the blood inlet side's luer lock was detected. No clots were rinsed out / visible. The leakage was sealed and the product was forwarded to the qa lab for further testing. The qa lab was not able to test the product as it was again leaking. Serial number (B)(4): during rinsing of the product for cleaning purposes several clots were rinsed out. The hls module was heavy clotted. The product was cleaned for 6 times. The product was forwarded to the qa lab for further testing. The product was tested in the qa lab of the manufacturer with the following results: the oxygenator failed the gas exchange performance and the pressure drop test. The cardiohelp did not displayed pressure values. As 2 products were returned from the customer with reference on this complaint and no further information could be obtained from the customer regarding the correlation of the product and incident details mcp is not able to figure out which one of the returned products is related to the incident. Therefore the test results obtained could not be assigned clearly to the incident reported. Due to the fact that the gas exchange performance of (B)(4) was not within the specifications mcp will make a decision about further investigation steps necessary and may be open an internal process in order to investigate further on the gas exchange behavior as well on the observed pressure monitoring behavior. It has to be noted that during rinsing of the product several clots were noted and the hls module was found heavily clotted. Clotting could be a cause of the reported incident as an clotted oxygenator will result in an high trans membrane pressure and could also result in a flow obstruction. Clotting is a known phenomenon. The cause of this failure was determined to not be attributed to a device malfunction. Also it has to be noted that cleaning a heavily clotted product could have effects on the coating of the product, also it could be possible that the membrane was damaged by the 6 cleaning cycles the product did undergone. This could also result in a bad gas exchange behavior. During testing of product (B)(4) a leakage was detected; a gas exchange test was not possible anymore due to the leakage. No evidence was provided by the customer that a leakage occurred in correlation with the incident reported. The manufacturer's review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met it's specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate physical force that was exerted on the product after the release. The exact root cause which led to the described failure could not be identified. Based on the above mentioned results and on the DHR review results mcp is not able to confirm that a product related malfunction has caused the reported incident at this time. If further information becomes available a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
Serial number (B)(4): the former untight product sample was sealed and could then be tested by the qa lab. O2 transfer rate & co2 transfer rate met the acceptance criteria and therefore passed the test. Additionally during testing it was observed that the product did not pass the pressure drop value at the highest flow rate of 7 l/min. The pressure drop was within the range at 0,5 / 2 / 4 l/min flow rate. Also the pressure was stable during testing, no continuous pressure increase was observed. Conclusion: as 2 products were returned from the customer with reference on this complaint and no further information could be obtained from the customer regarding the correlation of the product and incident details mcp is not able at this time to figure out which one of the returned products is related to the incident. Therefore the test results obtained could not be assigned clearly to the incident reported. Sample (B)(4): it has to be noted that during rinsing of the product several clots were noted and the hls module was found heavily clotted. Clotting could be a cause of the reported incident as an clotted oxygenator will result in an high trans membrane pressure and could also result in a flow obstruction. Clotting is a known phenomenon. The cause of this failure was determined to not be attributed to a device malfunction. Also it has to be noted that cleaning a heavily clotted product could have effects on the coating of the product, also it could be possible that the membrane was damaged by the 6 cleaning cycles the product was undergone. This could also result in a bad gas exchange behavior during testing of already cleaned and disinfected products. Sample (B)(4): this sample did pass the o2 transfer rate & co2 acceptance criteria. Based on the above mentioned results and on the DHR review results (no references found, which are indicating a nonconformance of the product in question) mcp is not able to confirm that a product related malfunction has caused the reported incident at this time. Since mcp was not able to conclude that a product related malfunction caused the reported event and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Both oxygenators were sent to the complaint laboratory for a second time. The oxygenators underwent a microscopic examination according to bop 7544 and an inspection of the mats for clots, signs of damage or anything else of note. All four sides of the oxygenators were removed with a saw. The number of mats for serial number (B)(4) was counted and there were 76 mats on the gas side, and 22 on the water/heat exchanger side. According to bop 7535, there is one mat short on the heat exchanger side (should be 23, is actually 22). The missing mat would not have any consequences for the patient, and has nothing to do with the customer's reported issue (clotting). No clots were visible between any of the mats. This oxygenator is not likely to be related to the case reported by the customer. For serial number (B)(4), the number of mats was according to specification. Clotting was found within the oxygenator. Based on the investigation and trending for the issue, a systemic issue is not indicated. The investigation, while not fully conclusive, indicates that the affected oxygenator is probably the one with the (B)(4), based on the evidence. However, the root cause be cannot be clearly established and the patient's condition is very likely to be a causal factor. Customer states that the product is not a factor in the death, a production error or systemic issue is not indicated, so no further investigation or action is warranted in addition to continued periodic monitoring.

Event description:
(B)(4)